Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain. The patient reported that when the implantable neurostimulator (ins) was placed, it moved in the pocket, and the space is large. The patient thinks it has stretched out. They also mentioned that they have had some resent unrelated health issues, resulting in weight loss, which may have progressed the issue. The patient stated that it seems like the ins is on top of the skin. The patient added that their weight loss started gradually around thanksgiving 2018, and they have lost a total of 40 lbs. The patient was redirected to follow-up with their healthcare provider to have the ins area assessed. No further complications were reported or anticipated.